Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. This s-ICD remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.